Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion, abscess, and displacement are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of erosion as follows: "as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation.¿ ¿there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medication, after stomach damage and after extensive dissection or use of electrocautery, and during early experience.¿ device labeling addresses the reported event of abscess as follows: there were add¿l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than (B)(4) of subjects included: incisional infection, infection, abnormal healing and wound infection. ¿other adverse events considered related to the lap-band system that occurred in fewer than (B)(4) of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection¿¿ device labeling addresses the reported event of displacement as follows: ¿care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery.¿ ¿migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device.¿

Event description:
Doctor reported events of "band erosion", (described within the body of the article as "... Band migration into the stomach with add'l port abscesses."), from journal article: "complications and outcome after laparoscopic bariatric surgery: lagb versus lrygb", langenbecks arch surg, (B)(4). This medwatch represents the 2 pts listed in table 3 of the article who were diagnosed with "band migration into the stomach with add'l port abscesses."